Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was informed to continue using the pump and to call back if any issues arise again, which the customer acknowledged and understood.